Event description:
The healthcare professional reported that the patient did not use her stimulator as it was implanted too high and did not reach her pain area. It was noted that the patient turned the device off and had not charged the implant. The implant was dead. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.